Event description:
The valve was explanted several days following implantation because the device the device was not draining. A shunt series was performed and it was determined that there was no blockage. Surgeon believes it is a faulty valve and would like it to be tested.